Event description:
The instrument broke during surgery causing a delay of approx 45 mins.

Manufacturer narrative:
Examination of the returned product by a depuy warsaw material research manager confirmed the tip broke off. Indications on the fractured surface are indicative of a cantilever overload. Based on the investigation, the need for corrective action is not indicated.